Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Performed a visual inspection of the returned item # 00587806132 lot # unknown found it to exhibit signs of being implanted wear, foreign material in tm reference attached print and photographs. Part and lot identification are necessary for review of device history records, neither were provided. Review of complaint history found no additional related issues for this item(00587806132). Lot number tot provided. Complaint search by item# only. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: mild genu valgus of both knees. Otherwise normal appearance of right total knee arthroplasty. Hardware appears appropriately fitted for the knee without periprosthetic lucencies or hardware fracture. Weight-bearing view demonstrates no abnormal narrowing of the joint spaces. Bones appear well mineralized. Surrounding soft tissues appear unremarkable. Mild atherosclerosis. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation still in process.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address stiffness nearly fourteen (14) months post-operatively. All components were removed and replaced except for the patellar component.